Manufacturer narrative:
On 11/30/2020, mentor became aware of additional information about this event. The patient submitted this event directly to FDA under mw5097192. She is a her2+ breast cancer that underwent a double mastectomy and subsequent primary breast reconstruction with two 450cc mentor cpx4 breast tissue expanders and experienced several systemic symptoms postoperatively, including persistent chest pain, anemia, panic attacks/anxiety, restless legs, fatigue, back/joint pain, and rashes. As a result, the patient had the devices explanted at an unspecified time. The date of explant in this report has been estimated based on information provided by the patient. This report is for one of the two complaint devices. Additional information received, including the event date, implant/explant dates, and reporter contact information has been added to the relevant fields in this report. Reason for device explant and/or reoperation: generalized illness. H6 health effect - clinical code e2402: generalized illness. Reference field h11 for corrected data. Manufacturer's reference number: (B)(4) in the initial report, g3 date received by manufacturer was incorrectly listed as 9/21/2020, but should have been 9/18/2020.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that female patient who underwent breast reconstruction surgery with a 450cc mentor cpx 4 breast tissue expander with suture tabs experienced an incident with breast implant on an unknown side post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.